Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation (other)- please describe and state location of the perforation"), pelvic infection ("pelvic infection") and pelvic pain ("pain / pain") in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included medroxyprogesterone acetate (depo-provera). On (B)(6) 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), pelvic infection (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("vaginal bleeding"), menorrhagia ("menorrhagia"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea") and dyspareunia ("dyspareunia"). The patient was treated with surgery ((B)(6) 2005, hysterectomy with bilateral salpingectomy.) And surgery ((B)(6) 2005, hysterectomy with bilateral salpingectomy.). Essure (ess205) was removed in (B)(6) 2014. At the time of the report, the uterine perforation, pelvic infection, pelvic pain, vaginal haemorrhage, menorrhagia, nausea, dysmenorrhoea and dyspareunia outcome was unknown. The reporter considered dysmenorrhoea, dyspareunia, menorrhagia, nausea, pelvic infection, pelvic pain, uterine perforation and vaginal haemorrhage to be related to essure (ess205). The reporter commented: discrepancy in stop date. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received. Reporter and patient demographics were added. Concomitant drug added. Events perforation (other)- please describe and state location of the perforation, vaginal bleeding, menorrhagia, pelvic infection, nausea, dysmenorrhea and dyspareunia added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure (ess205) inserted. In (B)(4) 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove essure implant). Essure (ess205) was removed in (B)(6) 2014. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure (ess205). Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage'), device dislocation ('migration'), pelvic infection ('pelvic infection/infection'), uterine perforation ('perforation (other)- please describe and state location of the perforation'), fallopian tube perforation ('fallopian tube perforation') and pelvic pain ('pain / pain') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included medroxyprogesterone acetate (depo-provera). On (B)(6) 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), pelvic infection (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia"), vaginal haemorrhage ("vaginal bleeding"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), post procedural infection ("complication during removal surgery-infection"), nausea ("nausea"), headache ("headaches") and urinary tract infection ("uti"). The patient was treated with surgery (hysterectomy (full) with bilateral salpingectomy, oophorectomy unilateral). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the device breakage, device dislocation, pelvic infection, uterine perforation, fallopian tube perforation, pelvic pain, abdominal pain, dysmenorrhoea, dyspareunia, vaginal haemorrhage, menorrhagia, post procedural infection, nausea, headache and urinary tract infection outcome was unknown. The reporter considered abdominal pain, device breakage, device dislocation, dysmenorrhoea, dyspareunia, fallopian tube perforation, headache, menorrhagia, nausea, pelvic infection, pelvic pain, post procedural infection, urinary tract infection, uterine perforation and vaginal haemorrhage to be related to essure (ess205). The reporter commented: discrepancy in stop date. Patient received treatment for events ¿ pelvic pain, abdominal pain, menorrhagia, dysmenorrhea, dyspareunia, , device breakage, fallopian tube perforation, uti. On (B)(6) 2015, the patient underwent multiple surgeries (unspecified). Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2005: essure confirmation test(s) (unspecified) showed bilateral occlusion. Most recent follow-up information incorporated above includes: on 22-nov-2019: pfs received- new events uti, abdominal pain, device breakage, device dislocation, fallopian tube perforation, headaches, complication during removal surgery-infection were added. Lab data was added. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage'), device dislocation ('migration'), pelvic infection ('pelvic infection/infection'), uterine perforation ('perforation (other)- please describe and state location of the perforation'), fallopian tube perforation ('fallopian tube perforation') and pelvic pain ('pain / pain') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included medroxyprogesterone acetate (depo-provera). On (B)(6)2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), pelvic infection (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia"), vaginal haemorrhage ("vaginal bleeding"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), post procedural infection ("complication during removal surgery-infection"), nausea ("nausea"), headache ("headaches") and urinary tract infection ("uti"). The patient was treated with surgery (hysterectomy (full) with bilateral salpingectomy, oophorectomy unilateral). Essure (ess205) was removed on (B)(6)2015. At the time of the report, the device breakage, device dislocation, pelvic infection, uterine perforation, fallopian tube perforation, pelvic pain, abdominal pain, dysmenorrhoea, dyspareunia, vaginal haemorrhage, menorrhagia, post procedural infection, nausea, headache and urinary tract infection outcome was unknown. The reporter considered abdominal pain, device breakage, device dislocation, dysmenorrhoea, dyspareunia, fallopian tube perforation, headache, menorrhagia, nausea, pelvic infection, pelvic pain, post procedural infection, urinary tract infection, uterine perforation and vaginal haemorrhage to be related to essure (ess205). The reporter commented: discrepancy in stop date. Patient received treatment for events ¿ pelvic pain, abdominal pain, menorrhagia, dysmenorrhea, dyspareunia, , device breakage, fallopian tube perforation, uti. On (B)(6)2015, the patient underwent multiple surgeries (unspecified). Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6)2005: essure confirmation test(s) (unspecified) showed bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-dec-2019: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.